Event description:
Customer reported with an issue of perforated insertion tube. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found rattling in the forceps plug mouthpiece. This report is being submitted for rattling in the forceps plug mouthpiece (channel malfunctions).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: device inspection noted watertightness is not maintained due to breakage of the insertion tube due to external factors. The customer reported issue could be confirmed. In addition, the device forceps plug mouthpiece found loose. The forceps cannot be inserted smoothly into the forceps channel. The channel cleaning brush cannot be inserted smoothly into the forceps channel. Furthermore, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. Scratches are found on the operation part due to external factors. ' scratches are found on the insertion part corrugated tube oredome due to external factors. Scratches are found on the switch box due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. The universal code is collapsed due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the video cable due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the video connector due to external factors. Plating peeling of the video connector electrical contact is recognized due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. There are scratches on the ud angle fixing lever (sp) due to external factors. The product label on the lg connector has come off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to stress or the user's handling of the device. Olympus will continue to monitor field performance for this device.